Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable results for 3 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 8000 cobas ise module (double). Of the data provided 1 patient had a reportable malfunction for sodium, 1 patient had a reportable malfunction for sodium and potassium, and 1 patient had a reportable malfunction for sodium, potassium, and chloride. Patient 1 initial sodium was 126 mmol/l with a repeat result of 135 mmol/l. Patient 2 initial sodium was 146 mmol/l with a repeat result of 135 mmol/l. Patient 2 initial potassium was 5.0 mmol/l with a repeat result of 4.1 mmol/l. Patient 3 initial sodium was 97 mmol/l with a repeat result of 128 mmol/l. Patient 3 initial potassium was 4.9 mmol/l with a repeat result of 6.5 mmol/l. Patient 3 initial chloride was 131 mmol/l with a repeat result of 93 mmol/l. The customer did state that around the time of the discrepant results the analyzer had alarmed, but there were no specific alarms generated on the patient data. The customer stated that the erroneous sodium result for patient 1 was reported outside of the laboratory and a corrected report had to be issued. The erroneous results for patient 2 and patient 3 were were not released outside of the laboratory. There was no adverse event. The initial results were from aliquots from a modular pre-analytical system. The repeat results were from the primary tubes. The customer stated that qc results were acceptable prior to the discrepant results. The sodium electrode lot was g87 with an expiration date of 10-mar-2019. The potassium electrode lot was p51 with an expiration date of 25-mar-2019. The chloride electrode lot was u84 with an expiration date of 16-dec-2018. The field engineering specialist found a mechanical failure. He replaced a worn sipper solenoid. He performed ise checks. The customer calibrated the ise's and performed qc testing with acceptable results. There have been no further issues reported following the service visit.